Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed lead polarity switch due to low impedance, increased capture threshold and over-sensed noise resulting in pacing inhibition on the right ventricular (rv) lead as a result of insulation damage. The rv lead noise episodes were reproduced during provocative movements. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.